Event description:
It was reported that the patient presented in clinic during follow up. Upon investigation, it was revealed that the device was post paced t wave oversensing on the ventricular lead. The patient did not receive therapy during oversensing. The device was reprogrammed. Patient was asymptomatic.